Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) of 40 mg/dl due to an issue where the user's mother did not rewind the piston on the ilet and forced the cartridge into the device while the user was connected to the infusion set. This resulted in unintended insulin delivery. The user's bg remained low throughout the day and was corrected by drinking juice. The ilet alerted the user of the low bg. No outside assistance or medical intervention was required, and the user reported no symptoms.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.